Event description:
It was reported that the patient's implantable neurostimulator (ins) and extension component may be explanted due to an infection. The lead component was to be capped in place. No follow up information was able to be obtained. However, if additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: unk, explanted: unk, product type lead product ID ne u_unknown_ext, serial# unknown, implanted: unk, explanted: unk, product type extension. (B)(4).